Event description:
Technician alleged the brake caster is not locking properly. No pt impact.

Manufacturer narrative:
The technician found the cause to be a worn brake caster and a cracked brake caster support. The technician replaced the brake caster and the brake caster support to resolve the issue.